Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out, externalized conductors were observed on the lead by fluoroscopy. No other electrical anomalies were observed. Physician elected to keep the lead implanted and the patient will continue to be monitored.